Event description:
Procedure: sigmoidectomy. At the 4th firing, the device could not be fired, and the firing knob could not be retrieved. Nothing fell into the patient cavity. Additional tissue was resected to remove the device, and the procedure completed. Operating time was extended more than 30 minutes. There was less than 200 cc of bleeding. It is unknown whether reinforcement material was used.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2014.